Manufacturer narrative:
(B)(4). Result of examination: the history files were read and analyzed. The indicated behaviour was not comprehensible. According to the history files the piston was correctly caught. Thereupon the device was subjected to a visual and functional examination. No external damages were detected. The device showed age-based marks of use. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. Following, a long term test was successfully performed. The values of the pressure stages as well as the values of the motor power limitation are within specification. The inside of the pump revealed no abnormalities. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be drawn.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6): "bolus from 15 ml during syringe change".

Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4) internal report (B)(4). The device is currently under investigation in our bbm laboratory in (B)(6). A follow-up report will be provided after the examination results are available.